Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device log was not provided so no review could be performed. The reported device was not sent back to brézins for investigation but was repaired by UK service center. It was mentioned that the upstream pressure sensor was replaced to solve the reported issue and the device was returned to customer. Unfortunately the defective part was not kept and could not be investigated further. Therefore the cause of the event remains unknown. A CAPA has been opened on defective pressure sensors but as this event is not confirmed it cannot be directly linked to it. This complaint is not confirmed. The trend is abnormal and reported risk is lower than estimated risk.

Event description:
Error 41.